Manufacturer narrative:
E1: initial reporter address 1 - (B)(6). E1: initial reporter phone - (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A polaris imaging system was selected for use. During the procedure, error 1002 was reported, and the image could not be displayed. The procedure was not completed due to this event. No patient outcome information available.